Event description:
Additional information related was received from the customer: it was reported the colonovideoscope experienced a sudden whiteout during a colonoscopy. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide from additional information from customer: updated fields: h2, h6, h11. Additional information was received from the customer, and a reportable malfunction will be included in this supplemental report. The following reportable malfunction was identified: a sudden whiteout. The device was returned to olympus for inspection, and the reported failure for sudden whiteout was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Device returned and not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that an expected or random component failure, without any design or manufacturing issue, caused the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope communication error (b30 error). The issue was found during inspection for use for an unspecified procedure. There were no reports of patient involvement.